Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. The customer's blood glucose was 150 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.